Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a (B)(6) transmission, non sustained lead noise was observed on a stored egm. Myopotentials were suspected to be the reason behind lead noise detection. Reprogramming was recommended and device remains implanted.